Manufacturer narrative:
In response to FDA report number mw5085934. The reason for reoperation: "rupture of a saline device." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency, "chest pain, rib pain, lumps hurt, bone aching, hip pain, pain in armpits, lumps in both breasts, lumps all over my head, swollen lymph nodes all over my body." This record is for an unknown side. Device remains implanted.